Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined

Event description:
It was reported that the patient presented in clinic with high, high voltage lead impedance. Review of the report determined that the programmed configuration was causing the alert. The device was reprogrammed and the alert was cleared. The patient did not present any symptoms and would continue to be monitored.